Event description:
Biomerieux received a report on september 4, 2002 that a technologist was injured in 2002 when trying to remove a bact/alert culture bottle. The head of the bottle broke off and the technoligist was injured. Technologist followed institutions safety protocol which required they receive anti-retroviral drug treatment.